Manufacturer narrative:
Three samples were returned for review. Two samples were unopened, and the third sample was opened. The two unopened samples were reviewed for damage and none were found. The two devices were then tested on a kidney to observe the tissue sample length on the 23mm and 33mm throw. The sample from the 23mm length was approximately 22 mm long and the 33mm length produced a sample that was approximately 31 mm long. This is the appropriate sample lengths for these settings. The opened sample had a bent needle, so this device cannot be tested. Based on the devices tested, the failure cannot be duplicated and the complaint cannot be confirmed.

Event description:
Device was set on a 23 mm throw and fired a 33 mm throw.